Event description:
Reported by the complainant as follows... Customer has used stomahesive paste for years. Customer asks whether the composition has changed, and if it could have caused an allergic reaction, and should the use of the product to be discontinued. This case was closed as a non-serious ae based on the facts presented by the end-user at the time. A follow up note was added to the case after it was closed indicating the end user experienced anaphylactic reaction and sought medical attention in a hospital on three occasions. This new information now changes the category of this event to a serious event. Causality is unknown; although the end user believes the three events to be related to stomahesive paste, there is not enough information to categorically determine this.